Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter, it was broken and the catheter assembly fail off the device. The following information was provided by the initial reporter: broken catheter . The catheter assembly fall off from device.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 24ga insyte autoguard catheter-adapter assembly with no packaging material. The remainder of the unit was not returned for evaluation. Through the visual/microscopic examination a v-shaped cut was observed on the catheter tubing near the tip. Although the reported issue was a confirmed a definite source that caused the defect observed could not be determined. It is uncertain whether the defects observed on the catheter tubing were caused by manipulation of the device prior to insertion or by the manufacturing process. DHR could not be performed due to the unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter, it was broken and the catheter assembly fail off the device. The following information was provided by the initial reporter: broken catheter . The catheter assembly fall off from device.